Event description:
Patient reported that her autoject device is not working and requested replacement. Advised patient that autoject only provided by shared solutions and to call (B)(4) to report defect and request replacement. Dates of use: (B)(6) 2015 - present.